Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case and battery drawer were broken and contaminated, the upper case was dented, broken and contaminated, the battery release, heart block, battery release o-ring, battery drawer o-ring and keyboard was contaminated, two case screws were missing, the battery contacts were compressed, and the lead flex cover was corroded. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.